Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that there was an undefined issue with the usb port and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The customer's blood glucose level was not adversely impacted. Reportedly, the customer continued to use the pump for insulin therapy.